Event description:
Please reference: 2026095-2015-00181/(B)(4) and 2026095-2015-00183/(B)(4). Fill volume: 241ml. Flow rate: 5ml/hr. Procedure: chemotherapy. Cathplace: implanted port. It was reported by a pharmacist that multiple incidents occurred with "pumps finishing too quickly". Specifically, it was reported that 2 separate incidents occurred with the same patient where a pump's infusion ended sooner than expected. Report #2 of 3: the incident occurred during the patient's third cycle of chemotherapy. The infusion was started on (B)(6) 2015 at approximately 1400 and the patient was expected to return to the clinic on (B)(6) 2015 for disconnection of the pump. The patient noticed that the pump was empty on (B)(6) 2015 at 0600 and later returned to the clinic that same day at approximately 1140 to disconnect the pump. The patient did not report any adverse events immediately after the infusion; however, the patient reported that on (B)(6) 2015, the following day, that the patient felt tired and had abdominal pain. The patient's current condition is reported as stable. It was reported that the flow restrictor was not taped to the patient's skin. The device is available for return.

Manufacturer narrative:
(B)(4). The device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. There are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Method: the actual pump was returned for testing and investigation. It was returned empty and used. A visual inspection and infusion verification were performed on the device, along with pressure pot testing and flow rate accuracy testing. A review of the instructions for use (IFU) was conducted. Results: flow accuracy testing was performed on the device and the pump yielded a flow rate of 4.35ml/hr, which is within specifications with a +/-15% tolerance. The pressure pot testing was performed and the glass orifice yielded a flow rate of 5.32ml/hr, which is within specifications with a +/-15% tolerance. The IFU 14-60-591-0-04 states flow rates may vary due to: fill volume filling the pump less than labeled (nominal) fill volume results in faster flow rate. Filling the pump greater than labeled (nominal) fill volume results in slower flow rate. Viscosity and/or drug concentration the homepump c-series* pump labeled flow rates are based on the use of normal saline as the diluent. Addition of any drug or use of another diluent may change viscosity and result in increased or decreased flow rate. Use of 5% dextrose will result in 10% longer delivery time. Pump position - place approximately 40 cm (16 inches) below the catheter site positioning the pump above this level increases flow rate. Positioning the pump below this level decreases flow rate. Temperature will affect solution viscosity, resulting in faster or slower flow rate. The flow controller (located distal to the filter) should be close to, or in direct contact with the skin (31°c/88°f). The tubing should go under the patient¿s clothing. Flow rate will increase approximately 1.4% per 0.6°c/1°f increase in temperature and will decrease approximately 1.4% per 0.6°c/1°f decrease in temperature. If stored in the refrigerator or freezer, allow pump to reach room temperature before using. It may take several hours for a pump to reach room temperature, depending on fill volume. (Table 1) to ensure flow rate accuracy, do not place heat or cold therapy in close proximity to the flow controller tubing. Storage. Storage of a filled homepump c-series* for more than 8 hours prior to starting infusion may result in a slower flow rate. External pressure: external pressure such as squeezing, laying on the pump increases flow rate. Conclusion: the investigation summary concludes that during flow accuracy test, the pump yielded a flow rate that was within specifications with a +/-15% tolerance. During pressure pot testing for the flow restrictor (glass orifice), the flow restrictor met specifications using the average bladder pressure. Per the DHR review the production lot met all manufacturing and quality specifications. No root cause can be determined for the reported condition of "fast flow". The sample evaluation identified that the unit work as intended. A technical bulletin (factors affecting flow rate, homepump c-series) was sent out to our customer with their closure letter. This incident has been included in our MDR & product complaint handling database, which is actively monitored and trended.